Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced periurethral scarring, mixed urinary incontinence, cystocele, erosion of mesh sling, erosion of mesh sling removal with urethral reconstruction, and anterior vaginal wall prolapse.